Event description:
A patient's contact reported that this patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, on 8/nov/2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew candida tropicalis. The nurse stated the patient is being treated with antibiotic therapy using oral fluconazole (dose unknown) and intravenous vancomycin and ceftazidime (dose unknown) on an outpatient basis. Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs and will undergo removal of the pd catheter (not a fresenius product). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis event.

Manufacturer narrative:
Correction: a.1.,a.5.,a.6.,b.1.,b.2.

Event description:
A patient's contact reported that this patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew candida tropicalis. The nurse stated the patient is being treated with antibiotic therapy using oral fluconazole (dose unknown) and intravenous vancomycin and ceftazidime (dose unknown) on an outpatient basis. Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs and will undergo removal of the pd catheter (not a fresenius product). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis event.